Event description:
Reportedly post operatively, the chromic gut sutures were spitting, the wound developed infection. No other information was available.

Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the information available for the description of the event is insufficient to support a conclusion that an adverse event did not occur, the complaint will be reported to the FDA as an adverse event.